Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). UDI# - (B)(4). The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Product review of the air dermatome on december 16, 2019 revealed that the calibration was out of specifications at the zero setting only. The motor speed was within specifications but ran erratically and the poppet assembly was stuck down. The safety switch functioned as intended but the poppet being stuck down made it seem as though the safety switch was not working. The control bar was in the correct position. The customer hose and width plates were not returned for evaluation. Repair of the air dermatome was not performed as the device will be scrapped or added to the loaner pool. While the returned product evaluation confirmed that the air dermatome had a stuck poppet which gave the impression the safety switch was not functioning, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the surgical tech noticed that they could not get the safety mechanism to engage properly. It was noticed before the case and no adverse event was associated. During the investigation, the motor speed was within specifications but ran erratically and the poppet assembly was stuck down.